Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood in the guide wire lumen, which is consistent with the loading of a guide wire into the lumen. It was confirmed that the stent implant was dislodged from the balloon and not returned. However, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The protective sheath was not returned, which may have assisted in the determination of a cause of the dislodgement. It is possible that during preparation for use, positive/negative pressure may have been applied to the system during protective sheath removal, such that the stent ultimately dislodged from the balloon; however, this was not confirmed. A definitive cause of the stent dislodgement cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during preparation of the xience v stent system, the protective sheath was removed and the stent dislodged onto the table. There was no patient involvement. A 3.0 x 18 xience v stent system was advanced, but could not cross through the heavily calcified left circumflex artery. The device was removed. A new xience v stent system was used successfully to complete the procedure. There was no significant clinical delay and no adverse patient effect. No additional information has been provided.